Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading was 350 mg/dl at the time of incident. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, basic occlusion and prime/a33 tests. The insulin pump has minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.